Event description:
The customer's mother reported on (B)(6) 2013 her son's blood glucose reached "high" (>27.8 mmol/l or 500 mg/dl) less than 24 hours after the pod was activated. Upon deactivation he noticed the cannula was bent. There was also blood noted on the back of the pod.

Manufacturer narrative:
The product was not returned for evaluation. We are unable to confirm the reported bent cannula or to determine whether it contributed to the reported hyperglycemia. Qualification records were reviewed and the product lot met all acceptance criteria.